Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Results: evaluation of returned device; evaluation verify complaint as not valid. We disassemble then assemble the different parts without difficulty. DHR review; DHR for traceable information not provided for the teflon ring 519133nd, so unable to be reviewed. Complaints history; a review of the complaint system was performed during last two years. This is the fourth incident reported to newdeal about system of compression for panta nail stuck together for the past two years. Conclusion: the incident is not confirmed. A misuse of the compression system may occur during the assembly in the warehouse.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Four of 4 reports. Other mfg report numbers: 9615741-2017-00022 / 9615741-2017-00023 / 9615741-2017-00024. It was reported that the set was not available for procedure due to technical failure. The device was stuck and it could not be separated. Issue discovered by the distributor, no patient involvement.